Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a cut response button cable. The root cause for the cut response button cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working.